Manufacturer narrative:
(B)(4). The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery that was a chronic total occlusion and heavily calcified. After implantation of the xience pro 3 x 38 stent, the balloon would not deflate. It was reported there was no issue with the indeflator. Negative was pulled with a non-abbott syringe and the balloon would still not deflate. The device was removed with the balloon still inflated. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(46). Concomitant products: guide catheter: 8f medtronik jr 4.0; guide wire: balance middleweight; stent: xience pro x (3.0 x 28 mm, 3.0 x 15 mm, 3.0 x 18 mm). A cine of the procedure was received and reviewed by the abbott vascular (B)(4). The reviewer concluded that the cine confirmed the reported information the balloon was undeflatable after stent deployment, which was then manually pulled out along with the guide wire without vessel injury or patient effects. It should be noted the xience pro x everolimus eluting coronary stent system electronic instructions for use states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressure higher then specified on product label may result in a ruptured balloon with possible intimal damage and dissection.

Event description:
Subsequent to the previously filed medwatch, new information received states as follows: pre-dilatation was performed with a 3.0 x 15 mm balloon after which 3 xience pro x stents were implanted in the distal and mid right coronary artery (rca). The 3.0 x 38 mm xience pro x stent was deployed in the proximal/mid lesion at 16 atmospheres (atm) for 12 seconds, 18 atm for 10 seconds, 20 atm for 9 seconds and at 26 atm for 23 seconds. After the fourth inflation it was not possible to deflate the stent balloon. The stent delivery system was removed with the balloon inflated. The procedure continued on successfully with no further complications noted. No additional information was provided.